Event description:
It was reported that the insulin pump alarmed during the manual prime process. It was stated that the piston continues moving forward after the reservoir makes contact and insulin squirts out. Advised the called that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose motor drive support disk.